Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The laser was successfully verified prior to and after the day of the treatment. Logfile review for the day of treatment shows all laser system functions were within specifications. The system passed all initialization steps successfully. The logfile shows 14 successfully performed treatments for the whole day, but only one treatment with an inactive eyetracker. The logfiles confirm the reported issue: at first, the doctor treated with eyetracker. After the treatment has been interrupted several times with an info message, the doctor switched off the eyetracker and treated the last second without it. The corresponding treatment was finished. After this treatment the user performed an eyetracker test and passed. Further treatments were completed without any issue. No technical problem can be identified during logfile review. The root cause could not be determined conclusively. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).

Event description:
A certified ophthalmic assistant reported the eye tracker would not work during refractive treatment. The patients eye had to be held open and the site turned off the eye tracker the last three seconds of treatment. The procedure was completed without harm to the patient.